Manufacturer narrative:
H3 other text : the subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the subject flow diverter stent on (B)(6) 2023 patient complaints of right eye pain accompanying migraine behind right eye the morning after discharge. Right eye pain got better with time and resolved in a day and a half. The patient reported that it has not happened since. It was indicated that the right eye pain was resolved on (B)(6) 2023. The adverse event outcome is indicated as recovered/resolved with no treatment required. It is indicated that the adverse event is possibly related to the study procedure, the study device, the disease under study and to an underlying condition or disease. The rationale for relationship to the study device indicates "possible that thrombosing of aneurysm caused regional pain or implant triggered migraine". It was reported that on (B)(6) 2023 about a week after discharging, patient experienced 'peripheral vision loss' in her eye intermittently lasting several hours and after a few days it shifted to her left eye. Lessened in frequency and duration over time. It is indicated that the adverse event was non-serious and no treatment was required. The patient adverse event outcome is indicated as recovering/resolving. It is indicated that the adverse event has an unlikely relationship to the study procedure, the study device, dapt (dual antiplatelet therapy), other stryker devices, the disease under study and to an underlying condition or disease. The rationale for relationship to the study device indicates 'migraine and laterality makes relationship unlikely'. It is reported that patient has a history of severe headache/migraine.

Manufacturer narrative:
D4: expiration date: added. H4: manufacturing date: added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated as per the site, the patient has a history of severe headache/migraine. Based upon medical review, the harm observed in the complaint is anticipated in nature as per the device risk assessment and does not require escalation to senior management. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient headache non-serious¿ and ¿patient neurological deficit¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post procedure with the subject flow diverter stent on (B)(6) 2023 patient complaints of right eye pain accompanying migraine behind right eye the morning after discharge. Right eye pain got better with time and resolved in a day and a half. The patient reported that it has not happened since. It was indicated that the right eye pain was resolved on (B)(6) 2023. The adverse event outcome is indicated as recovered/resolved with no treatment required. It is indicated that the adverse event is possibly related to the study procedure, the study device, the disease under study and to an underlying condition or disease. The rationale for relationship to the study device indicates "possible that thrombosing of aneurysm caused regional pain or implant triggered migraine". It was reported that on (B)(6) 2023 about a week after discharging, patient experienced 'peripheral vision loss' in her eye intermittently lasting several hours and after a few days it shifted to her left eye. Lessened in frequency and duration over time. It is indicated that the adverse event was non-serious and no treatment was required. The patient adverse event outcome is indicated as recovering/resolving. It is indicated that the adverse event has an unlikely relationship to the study procedure, the study device, dapt (dual antiplatelet therapy), other stryker devices, the disease under study and to an underlying condition or disease. The rationale for relationship to the study device indicates 'migraine and laterality makes relationship unlikely'. It is reported that patient has a history of severe headache/migraine.